Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving morphine (concentration: 20 mg/ml) at 7.994 mg/day, baclofen (concentration: 1500 mcg/ml) at 599.6 mcg/day, and bupivacaine (concentration: 5 mg/ml) at 1.9986 mg/day via an implantable pump for non-malignant pain. It was reported that they needed a company representative to come fill the patient's pump at her home. The reporter confirmed that they were a physician office, but they do not manage pumps and they were the patient's primary care physician (pcp) before the patient moved. The patient was scheduled to have her pump filled on (B)(6) 2020 at a new physician's office, because she no longer had a managing physician, and that physician's office had shut down due to covid. The patient had called into patient services and got physician listings and also requested for a company representative to come fill their pump. The patient was informed that this was a not the company representative¿s role and physician listings were sent. The healthcare provider further stated that the patient told them that the pump was empty. The patient urgently needed to have the pump filled. It was being considered that that if the patient can go to a healthcare provider's facility, a company representative could possibly assist the hcp with filling the pump. The hcp then called the patient who stated they didn¿t have time to go through the list of physician's and she needed a company representative to call her back to recommend where to go because all the clinics were booked too far out.